Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic gastric bypass, the device's knife blade stopped working mid case, would not deploy and retract easily, the device was wiped and still knife seemed ¿stuck¿, not overly difficult case and device not used in any unusual manner. The knife blade was not exposed. New device opened and new device worked fine. There was no patient injury.